Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to hyperglycemia and diabetic ketoacidosis. The blood glucose level was 27 mmol/l and the patient was treated with drip. Patient reported occlusion issue as insulin is not going. Patient went to intensive care unit and stayed in hospital for two days.